Event description:
Ous MDR - after an implantation period of approx. 4 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
4/13/2018 - corrected the manufacture date.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Approximately 37 cm distal to the is1 connector pin the lead body was found squeezed and deformed. In this region the coating of the conductor cables to the shock coil and to the ring electrode was damaged. This damage can be considered as the root cause of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.